Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The replaced external portion of the driveline was returned for evaluation. The report of speed drops and pump stops while connected to the power module or mpu support was confirmed based on the evaluation of the returned driveline. However, the submitted log files also showed speed drops and pump stops that occurred while connected to batteries. Driveline damage that would have caused pump stops while the system was connected to batteries was not confirmed. Approximately 8 inches of the external portion/distal end of the driveline was returned and evaluated. Electrical continuity testing of the returned portion of the driveline revealed a short to shield on the black wire. Breakdown of the metal shielding was identified near the metal connector. Visual inspection identified a fracture at the metal connector on the black wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying black wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module or mpu. Visual inspection of the other wires found no fractures or breaches. Driveline damage that could have caused alarms while on battery support was not confirmed. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine clinic visit on (B)(6) 2016, the patient¿s system controller was exchanged due to a crack in the collar of the white power lead. When the patient returned home and tethered to a mobile power unit (mpu), the lvad system produced a red heart alarm with low speed operation and pump stoppage events. The patient returned to the clinic and when attached to a power module with a grounded patient cable a pump stoppage event occurred. The lvad system was connected using an ungrounded power module patient cable, and no further alarms occurred. A system controller exchange was performed, and further pump stoppages occurred after the exchange. The patient was admitted and reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative confirmed the pump stoppage events. On 10/17/2016, technical services arrived onsite and replaced the distal end of the percutaneous lead (driveline) with no issues. No issues or alarms were observed after the patient was back on the grounded power module patient cable. On (B)(6) 2016, the vad coordinator reported that the patient was doing well and was scheduled to be discharged later that day. No further pump stops, low speeds or issues noted. No additional information was provided.